Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, there were several pacemaker mediated tachycardia episodes recorded, some due to undersensing in the atrium. Capture and impedance normal. No programming changes were made at this time. Patient condition was stable.